Event description:
It was reported on (B)(6) 2024 implant was placed in site 22. Patient was seen on (B)(6) 2024 for pain at implant site. Patient was given clindamycin. At follow up appointment on (B)(6) 2024 patient denies pain in site. (See ce-73733-2024) on (B)(6) 2024 patient returned with pain at this appointment, dr. (B)(6) stated that the implant needed to be removed due to continued pain and infection. Patient returned (B)(6) 2024 patient returned to have implant removed. Per indicated: symptoms as a result of the event: infection pain. Surgical/medical intervention required for permanent damage: no. Additional appointment required: no. Was the procedure completed using another implant or another device? No.

Manufacturer narrative:
Zimvie complaint number cmp(B)(4). A4: patient weight unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.